Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complaints of low heart rate. Upon investigation, there was oversensing of the wide qrs complex. The device was reprogrammed and resolved the issue. Patient was discharged and no further issues were reported.